Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the inner sheath had a broken ceramic tip (insulation beak). There were no reports of patient involvement.